Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the atlas gold pta balloon. It was reported that during the procedure, the balloon allegedly detached. It was further reported that patient underwent surgical intervention (gastroscopy) to remove the balloon from the patient. The procedure was completed using another balloon. Current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the atlas gold pta balloon. It was reported that during the procedure, the balloon allegedly detached. It was further reported that patient underwent surgical intervention (gastroscopy) to remove the balloon from the patient. The procedure was completed using another balloon. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported detachment as no objective evidence was provided for review. However, the investigation is confirmed for the reported user error of using a balloon catheter in an esophagus. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Per the reported information, the device was used in esophagus. Per the atlas gold IFU (baw1435900, rev. 4) the atlas gold pta dilatation catheter is indicated for use in percutaneous transluminal angioplasty of the peripheral vasculature, including the iliac arteries and iliac and femoral veins, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Therefore, the device was used in an esophagus was against the IFU and considered a user related issue. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.